Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted

Manufacturer narrative:
(B)(4). The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device. The system error occurred on (B)(6) 2011 at 08:37 during drain, of cycle 4. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.